Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a severely calcified lesion. A rotoblator rotalink plus 2.00mm and rotawire were being used for treatment. During the procedure, the physician had noticed the rotaburr and rotawire were stuck together. The physician could not release the devices, so they were removed together and replaced with similar devices. The new devices were used to complete the procedure successfully. No patient complications occurred due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The returned rotawire was received within the rotablator device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire had been kinked at 38.5cm from the proximal end. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink at 38.5cm from the proximal end of the wire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire.

Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a severely calcified lesion. A rotoblator rotalink plus 2.00mm and rotawire were being used for treatment. During the procedure, the physician had noticed the rotaburr and rotawire were stuck together. The physician could not release the devices, so they were removed together and replaced with similar devices. The new devices were used to complete the procedure successfully. No patient complications occurred due to this event.